Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2017 with the following findings: during investigation, the battery compartment was found to be cracked. The display was dim and discolored and there was moisture found under the ok/contrast contacts when the cover was removed. The keypad cover was lifted at the ok button and it was intermittently responsive to user presses. Unrelated to this issue, the audio bolus button cover was damaged but still responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim/fading color spectrum, a cracked battery compartment, and moisture within the pump. This report is made based on results of investigation completed on 02/08/2017.